Event description:
Product was returned for investigation. An exterior visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth device pairing test was performed and passed.

Manufacturer narrative:
B5 -product returned for investigation. Exterior visual inspection: passed; test transmitter voltage: passed (0.45 vdc); nordic bluetooth device pairing test: passed; h3 ¿yes. Device evaluation attached.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined.